Event description:
Rn ordered xl surgical bra for patient. A box labeled surgi-bra was delivered to the unit. The rn opened the box in front of the patient and pulled out a bra that was blood stained. Rn removed the bra from the room, apologized to the patient and ordered another one. Night supervisor, materials management director and nurse manager notified.